Event description:
Philips received a complaint by the customer on the v60 indicating that the batteries were aftermarket and failing with new power management (pm) printed circuit board assembly (pcba). It was reported that there was no patient involvement at the time the issue was discovered. A field service engineer (fse) was dispatched onsite. The fse successfully performed internal battery and performance verification tests and returned to the customer for use. Therefore, the fse believed that the batteries were in fact philips batteries and that the customer provided invalid information regarding third party batteries. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00250. All information from the original report(s) has been transferred to this report.